Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 390 (mg/dl). Reportedly, the contact believes the pump is not delivering the correct amount of insulin. A bolus was delivered to address bg levels and pump therapy was suspended. During system check with tandem technical support, it was confirmed that insulin was observed exiting the pigtail of the cartridge. Multiple attempts were made to follow up with the contact; however, no additional information was provided.